Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service and stated the 16-1535-0, micropore-paper tape 1x10yds w/dispenser irritates her skin. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).